Event description:
It was reported that the atrial lead had decreased p wave sensing and high capture thresholds following an ablation procedure. The atrial lead was programmed off and will be reevaluated at a later date. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.